Manufacturer narrative:
(B)(4). Carefusion technical support advised that the biomed change the o2 cell and recalibrate it to see if the issue duplicates. The biomed was to call back for further assistance, if the issue did not resolve. As of (B)(6) 2015, the biomed has not called back for further assistance with this unit.

Event description:
Biomed at ne f the user facilities reported a unit that was alarming "o2 range error". The event log was displaying "check o2 cal". The biomed stated that he did the o2 cal and pressure xdcr cal a month ago, and now he was getting the same alarm. This issue occurred during pre-use checks, no patient involvement.